Event description:
One touch ultra meter was reading inaccurately high. The patient obtained blood glucose results of 256mg/dl, 250mg/dl and 330 mg/dl with a lifescan meter, performed within 10 minutes of each other. The reporter mentioned that they have tested on another meter within the 10 minutes and obtained a 177 mg/dl. The customer service representative walked the reporter through two consecutive control solution tests and both results fell outside the specified range. The patient neither alleged harm nor experienced injury or medical intervention. Patient's meter, test strips, and control solution were replaced.